Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having cracked battery area and cracks on the belt clips. Insulin pump passed displacement test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked belt clip rail, partially broken off belt clip rail, partially broken off reservoir tube lip partially broken off battery tube threads and scratched case. Insulin pump was confirmed for cracked case at belt clip rail corner which is on the battery tube area, cracked belt clip rail on the right and broken belt clip rail on the left. Insulin pump passed required testing.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on back around the belt clip railings. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.